Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International customer reports the following possible products: coated vicryl (polyglactin 910) suture, coated vicryl rapide (polyglactin 910) suture.

Event description:
International customer reportedly underwent an unspecified surgical procedure. The patient reportedly presents with unspecified pain more than one year, following surgery that is alleged to be associated with internal absorbable sutures. The patient is reportedly seeking additional unspecified medical attention.